Manufacturer narrative:
Received one trs100sb2 in opened original packaging. Lot number was verified. Performed a visual inspection, there is a large hole in the bottom of the specimen bag. It appears that the bag tore at the stitching around the edge. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: warnings: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Precautions: care should be taken when using sharp and electro-surgical devices. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the trs100sb2 device was being used during a laparoscopic cholecystectomy on (B)(6) 2020. While retrieving the gallbladder with the bag the bottom of the bag tore and the gallbladder fell back into the patient abdomen. The procedure is reported as having been completed; however, if an alternate device was used, this information was not reported. The reporter does not know what tore the bag or how it was torn. There was no delay in the procedure reported. The device was examined after use by the user and no fragmentation was found. The reporter stated that the device appeared intact. There was no report of impact to the patient. The patient is believed to have been discharged the same day. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.